Event description:
It was reported that during exercise the user removed the ilet and placed it on the charger, then reattached it and received a ¿connect cgm¿ message before the system automatically reconnected to the dexcom g6; this was characterized as cgm signal loss with the responsible device not identified, and troubleshooting and education on cgm signal loss were completed. Symptoms included temporary loss of cgm data display. Outcomes included transient interruption of cgm communication without clinical intervention or hospitalization. Investigation included user interview and education regarding cgm signal loss and reconnection behavior. Investigation of this case revealed a transient communication interruption consistent with expected cgm signal loss scenarios that resolve upon reconnection, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication disruption likely related to device handling during charging and movement.